Event description:
The patient presented for device closure of a pda. Initially, through aortic angiogram, the physician attempted to close the defect with an 8/6mm amplatzer duct occluder device, but the device deviated to the pa, possibly due to mis-sizing. After removing the 8/6mm device, the physician used a 12/10mm amplatzer duct occluder device to successfully close the defect. The patient has been stable.